Event description:
It was reported that during an ablation procedure, blue and purple pixels appeared adjacent to the probe while ablating at 128% laser power. The surgeon switched to 100% output which seemed to help alleviate the issue. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.